Event description:
Info submitted via call report on 4/16/08. It was reported that at 1441edt, clinical on call (coc) received trouble shooting call. Clinician reported pump was alarming helium loss; pump stated it was not zeroed, even though pump did zero. Clinician asked coc to hold because they were switching pump out. Alarm sounded again despite change of pump. Coc explained helium loss alarm was completely different than zero of arterial pressure; they focused on helium loss alarm first. Clinician confirmed there was no blood in helium tubing, all connections were tight, no ectopy noted & they did not believe intra-aortic balloon (iab) kinked. They took pictures with fluoroscopy from tip to end & did not visualize any kinks. Alarm sounded again (occurring approx every 2 mins after pumping started). Clinician thought she heard a funny sound from pump, but other people in the room did not think so. Coc suggested checking for helium loss by clamping tubing with a rubber clamp. It read high pressure so they concluded leak or trouble must be beyond clamp at iab or with patient(pt) coc suggested if appropriate, reposition pt, reduce volume of iab & continue to watch for any signs of blood in tubing since only alarm sounding was helium loss. No change after hyperflexing groin site & repositioning pt. Volume decreased from 40cc to 35cc. Alarm sounded again. Coc suggested discussing option of changing out iab with md. Coc phoned back at 1626edt to follow up. Clinician coc spoke earlier was gone for the day. They had inserted another iab which was from same lot number. Pt was in unit, but they were still having difficulty. F/u report will be filed if add'l info becomes avail.

Manufacturer narrative:
F/u report will be filed if add'l info becomes avail.